Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed cuts and puncture holes in the insulation. Additionally, the conductor coils were deformed, the medical adhesive was town/separated at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The helix was extremely stretched and tissue was noted entwined in the helix. Analysis concluded that due to the location and type of damage it was likely caused by entrapment in the clavicle/ first-rib region.